Event description:
A surgeon reported postoperative aseptic endophthalmitis, reduced visual acuity and vitreous opacities noted in a patient's left eye after intraocular lens implantation. The patient was treated with eye medications and oral medication. A subconjunctival injection was administered. The patient is recovering. There is no product sample available for this event as the intraocular lens still remains in the patient's eye.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-(B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(4) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
A product sample was not returned for evaluation. The product history records were reviewed and the documentation indicated that the product met release criteria. The manufacturing investigation has not identified a root cause to date. (B)(4).

Manufacturer narrative:
(B)(4).